Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain three of four of peritoneal dialysis therapy. It was determined that the patient's fill volume was 2000 ml and the drain volume was 3342 ml. The technical service representative explained that the minimum drain volume setting was programmed too low. There was no patient injury or medical intervention associated with this event. No additional information is available.